Event description:
It was reported that the device did not recognize the cassette. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1: (B)(6). One device was returned for evaluation. Visual inspection revealed a worn downstream occlusion (dso) sensor. Event history log review was not applicable. Functional testing was unable to replicate the reported issue; the dso sensor was tested and the cassette was recognized. The root cause was unknown. The dso sensor was replaced as a precaution. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.